Event description:
It was reported that pump displayed recurring malfunction alarm identified by malfunction code and fault ID while customer was using pump in finland, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump but malfunction recurred, so technical support arranged replacement pump, confirmed pump serial number and shipping address, instructed customer to place pump in storage mode and return it using prepaid label within 10 days, advised customer to use backup insulin therapy and to reprogram pump settings and reconnect continuous glucose monitor on replacement pump, and customer acknowledged all instructions.